Event description:
Additional information received from the patient reported that the devices were not syncing and the screen was showing them 'not detected. I've reset it through the app because it was going kind of slow at times, but other than that, I can reset it and it's back up to speed. But not this time, I guess the devices came unpaired but I did pair them.' They were assisted in powering on the communicator and read 'alert: connection interrupted. You must exit and restart the app.' When agent attempted to clarify the service code (suspected 338 code), they did not provide a response and cleared the code. They then saw 'no device found' and confirmed that's the message they've been seeing. They were trying to move the handset closer to the communicator and appeared to hold both the handset and communicator over the pump. They were successfully connected to the pump and read a 21 minute bolus. They stated there was no code but they 'synced the devices and I tried that 3 times prior, it worked after I restarted the application, it just took a few times.'

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software product ID hh9020tdd lot# serial# (B)(6), product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The patient rep reported that when the patient was trying to take a dose, the pump (handset/myptm app) gets stopped at 90% and it takes a little longer for it to go through. The patient rep stated the last time they called about this, someone helped them reset the device in some way and it started working great, but now it was doing it again. Agent assisted the caller in clearing data. The patient rep would monitor and call back for assistance as needed.